Manufacturer narrative:
Follow-up root cause: failure analysis on the returned cpu board shows that the cpu board was tested and no failures were identified. The 1104 error code could not be duplicated.

Manufacturer narrative:
Customer refused to provide patient information.

Event description:
The customer reported that the ventilator alarmed with back-up alarm failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported.